Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt presented to the clinic due to dark urine. Clinical data suggested device thrombus and medical therapy was initiated. Due to the suspected device thrombus and end-organ dysfunction (ldh 2400, trending up cr, dark urine), a decision was made to exchange the pt's pump on (B)(6) 2014. It was reported that the pt was post operatively stable. Her ldh and vad parameters were stable.

Manufacturer narrative:
The pump was returned to the manufacturer and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.